Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.50 x 12 stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage with the struts stretched distally. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube multiple hypotube kinks. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination identified tip damage. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the tortuous and highly calcified mid left anterior descending artery. A 2.50x12mm synergy ii drug-eluting stent was advanced for treatment. However, the device was unable to cross the lesion and it was noted that the stent was damaged. The device was removed and the procedure was completed with an alternative strategy. No patient complication were reported and the patient was discharged the following day. It was further reported that the stent was agreesively pushed through the highly calcified and tortuous anatomy.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the tortuous and highly calcified mid left anterior descending artery. A 2.50x12mm synergy ii drug-eluting stent was advanced for treatment. However, the device was unable to cross the lesion and it was noted that the stent was damaged. The device was removed and the procedure was completed with an alternative strategy. No patient complication were reported and the patient was discharged the following day.